Event description:
During surgery on a pt's right orbital rim, the doctor went to tighten the screw and the screw head broke off. A small piece was left in the pt's orbital rim. There was no injury to the pt.